Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and advised the customer to perform a performance verification test (pvt) to verify ventilator operation. During evaluation of the unit, the fse could not duplicate the complaint. The fse ran the unit for 30 minutes and no problems were found. No parts were replaced. The unit successfully passed the pvt. The device was in clinical use when the reported issue was discovered. The relationship of the device to the reported problem could not be confirmed, as the fse was unable to duplicate the issue. No parts were replaced/returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that patient disconnect and low tidal volume alarms were occurring. The customer reported that they could not clear the errors. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.